Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred a 2cm peripheral cutting balloon was used to dilate the target lesion. During procedure, on the first inflation, the balloon ruptured at 8 atm. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination was performed. The balloon was unfolded which indicates that the balloon had been subjected to positive pressure. The device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed escaping from a balloon pinhole at approximately 6mm proximal to the proximal end of the distal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 2cm peripheral cutting balloon was used to dilate the target lesion. During procedure, on the first inflation, the balloon ruptured at 8 atm. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.